Event description:
This is a report of a home patient (hp) that acquired peritonitis. The cause of the peritonitis is unknown. The hp went to the hospital due to feeling weak and low blood pressure (bp=60/40). The patient was treated with vancomycin (dose, frequency and lot number not reported), intraperitoneally (ip) times eight doses. Per the home patient the peritonitis was not related to baxter solutions, devices or disposable products, she doesn't know how she got the peritonitis. The patient stated she is very careful with her aseptic technique, always wears a mask, always uses antiseptic wipes and always washes her hands when performing therapy in a confined room with no open windows and no air conditioning. The home patient stated she was discharged from the hospital the day after admission and is recovered from the peritonitis. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number gd894170 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. If additional relevant information becomes available, a follow up report will be submitted.